Event description:
Facility reported blood leak within 30 to 45 minutes of start of treatment. Entire circuit changed (estimated blood loss 150-200cc). Pt's hematocrit preincident 32.4% and postincident 29.1%. No further pt incident. Sample not available for evaluation.